Event description:
"Arterial line was changed in 711. The connections were checked, co then noticed blood vacking up and the connections had become loosened. They also turn in different directions." No specific event info was available. Co has requested add'l info. When any relevant info become available, it will be forwarded to the agency.